Event description:
The facility representative reported a colleague infusion pump with a "ch b manual tube problem". It is unknown when this condition occurred in "ccu".this condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. However, the assignable cause was not identified. No repairs were performed for the reported condition as the device was working within specifications. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.